Manufacturer narrative:
The insulin pump passed the self and displacement tests. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted by analysis. No traces of moisture at the insulin pump's electronic or motor assemblies, per visual inspection by analysis. The insulin pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had bolus anomaly and button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.